Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the black connector (size 7.0) could only slide into less than 1/4 of l-connector though the white connector (size 7.5) could naturally slide into more than half of the same l-connector. Both connectors are "unomedical" but their od are so different with the clinical significance. It was further reported that the patient's health condition was not affected as the medical staff replaced another uno connector ( size 7.5) immediately when they found this connector (size 7.0 ) detaching from the l-connector.